Manufacturer narrative:
No conclusions can be made at this time. Based on the article, the problems experienced may have been related to placement of the implants. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the info that is recommended in the instructions-for-use (IFU) supplied with each device.

Event description:
Depuy spine became aware of an article that reviewed four cases of coronal plane deformity after 2-level total disc replacement. Three of the four were charite cases. As the article reports three adverse outcomes, three complaints were opened to document these events. Case 1: male patient had 2-level arthroplasty at l3/4 and l4/5 in another country in 2005. After surgery, he still had back pain and an increase in leg pain over time. Fourteen months out a revision was performed to remove pedicle screws and add posterior fusion. One year later, the pt had near complete resolution of his back pain. Article review: spine, vol 35; short segment coronal plane deformity after two-level lumbar total disc replacement. A. Ching, c. Birkenmaier, r. Hart, md.